Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The clips were scissoring and dropping from the device. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.